Event description:
It was reported there was unacceptable thresholds; lead appears to be fractured by subclavian crush. The device was removed from service. No patient complications have been reported as a result of this event.